Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that resistance was felt when filling the cartridge during the load sequence. The customer reverted to an alternate method of insulin therapy. Customer¿s blood glucose level was 143 mg/dl.